Manufacturer narrative:
(B)(4). Instradnet USA, inc., is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported that one month after the dental implant was installed in pt's mouth, it was verified its non osseointegration; 50 ncm of primary stability was achieved and immediate load was performed. Pt had bone type I). The implant was carried out immediately.